Event description:
A patient underwent ivtm therapy after a burn injury. The icy catheter (lot # 157153) was inserted into the patient's left femoral vein. Following the surgery, at the end of the treatment, and when the start-up kit (suk) was connected back to the catheter, the user observed the blood coming from the catheter out luer. The catheter leak was suspected. Per the reporter, the console was not activated and there was no flow of the saline fluid ran into the patient. The patient's treatment was stopped and the catheter was removed, however, the specifics of the alternative therapy were not disclosed. No consequences or impact to the patient.

Manufacturer narrative:
The zoll icy catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported complaint of the icy catheter (lot # 157153) leak was confirmed during the functional testing. A leak in the middle of the distal balloon due to balloon tear was observed. The exact root cause of this tear cannot be determined. Since the failure occurred right after start-up kit (suk) was connected back to the catheter, the balloon was likely damaged just before or during the surgery. A latent material defect cannot be ruled out also. Upon visual inspection, no physical damage was observed. Noticed blood residues inside the catheter's balloons and in luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance except for the in/out luers due to clogged blood in the lines. In addition, the returned icy catheter was inspected under a microscope, and a balloon tear was observed in the middle of the distal balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 157153.